Event description:
It was reported that the pt's pump initially was filled with preservative free normal saline programmed to minimum rate as the drug was not available at implant. The pump was refilled with morphine 25 mg/ml and reprogrammed on (B)(6) 2011. Telemetry strips revealed that the pump was programmed to deliver a bridge bolus to include pump tubing and catheter volume of 0.485 ml over 12 hours 58 minutes; then switch to delivery of the daily dose of 1.499 mg. The pt "...apparently expired the next day between 3 am and 3 pm when she was found". The health care provider had not yet heard from the medical examiner regarding the cause of death. A follow-up report will be sent if add'l info becomes available.

Event description:
It was later reported that the health care professional had called the family several times and they had not responded.

Manufacturer narrative:
(B)(4).